Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the pt experienced unstable angina and shortness of breath. Diagnostic coronary angiogram and catheterization were performed, which revealed triple vessel disease, which included 100% stenosis within the mid rca involving the previously placed xience v stent. The pt was scheduled for coronary artery bypass grafting (CABG). At about 25 days later, the pt was hospitalized for angina and shortness of breath. Cardiac enzymes were elevated and the pt underwent coronary artery bypass graft of the mid rca, proximal lad and 1st obtuse marginal. The pt was discharged one week later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Stenosis and angina are known adverse events associated with coronary stenting as noted in the xience v instructions for use. Also, stenosis, angina, dyspnea, cardiac enzyme elevation, and hospitalization are potential pt effects listed in the risk assessment. It is likely that the angina, dyspnea, and cardiac enzyme elevation are secondary effects of the stenosis, which resulted in the hospitalization and coronary artery bypass graft. A conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.